Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Laboratory analysis summary device photograph(s) for the device related to the reported event of rupture was requested on (B)(6) 2024. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported rupture for the left side device. Device was explanted and replaced with non-allergan brand.

Event description:
Healthcare professional reported rupture for the left side device. Device was explanted and replaced with non-allergan brand.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). No other observations observed, no further additional, changed, and/or corrected data: b1, d9, h3, h6

Event description:
Healthcare professional reported rupture for the left side device. Device was explanted and replaced with non-allergan brand.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.